Event description:
The customer ran blood tests on the contour next link. The meter automatically marked them as control tests, which will be displayed as control results when accessing the meter's memory. No adverse event was alleged. Customer was advised to return the strips for evaluation. New strips and meter were sent to her.